Manufacturer narrative:
Approximate age of device - 4 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient developed a nosebleed with an inr of 2.2. Coumadin was held for the nosebleed with plan to pump a rhino rocket in place. No additional information was provided.

Manufacturer narrative:
Section event: additional information. (Patient code - (B)(4) instead of 2597): corrected information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleed could not be conclusively determined. The patient was seen for a for a leg hematoma related to the fall, for which no medical intervention was required. The patient was medically cleared by the attending ER physician and remains ongoing on vad support. No related events have been reported at this time. The hm ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the hm ii lvas. The IFU warns that swimming shall not be permitted while implanted with the pump as immersion in water or liquid will cause the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient did not have a nosebleed. The patient was seen for a leg hematoma related to the fall. No intervention was taken for the hematoma.